Event description:
This case was reported by a consumer (patient's husband) and described the occurrence of loss of consciousness in a female patient who received double salt dental adhesive cream (new poligrip sa) for a partial artificial tooth. A physician or other health care professional has not verified this report. Concurrent medical conditions included diabetes mellitus. Concurrent medications included unspecified diabetes medication. The patient visits the hospital on a monthly basis. On an unknown date, approximately 2 years ago, the patient started using double salt dental adhesive cream at an unknown dose. On an unknown date, in (B)(6) 2011, the patient had a full artificial tooth and used double salt dental adhesive cream. At that time, the patient experienced thirst and drank 4 litres of water in some cases (excessive drinking). When the patient did not use double salt dental adhesive cream the thirst did not occur. On an unknown date, at the end of 2011 or beginning of 2012, the patient had severe thirst and drank a lot of water. Afterwards the patient experienced loss of consciousness. A device failure was reported. The case was assessed as clinically significant (or requiring intervention). On (B)(6) 2012, after the patient drank a lot of water, loss of consciousness occurred while in a shopping district. At the time of reporting, the events were unresolved and the patient was sleeping.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00028. New poligrip sa is manufactured in (B)(4), and marketed under the trade name super poligrip original in the united states. The product was not available, (B)(4).